Manufacturer narrative:
A supplemental is being submitted to add to the original description that the blue swan cvp injectate port fully broke off when the rn went to clamp the line/turn the stopcock off to patient.

Manufacturer narrative:
Additional product codes include dqo catheter, intravascular, diagnostic dqe catheter, oximeter, fiberoptic kra catheter, continuous flush dqk computer, diagnostic, programmable drs transducer, blood-pressure, extravascular dsb plethysmograph, impedance dxn system, measurement, blood-pressure, non-invasive qaq adjunctive predictive cardiovascular indicator. There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz catheter cvp blue port was found to be leaking blood and cracked. The swan was removed, and patient went to the cath lab to obtain a new swan in the afternoon. There was no patient injury. The device is not available for evaluation per the rep.